Event description:
It was reported that this pacemaker exhibited oversensing of noise due to electromagnetic interference (emi). As a result the device stored a signal artifact monitor (sam) episode and the minute ventilation feature was disabled. Additional information was received that this device exhibited oversensing that resulted in inappropriate atrial tachy response (atr) episodes due to emi during the use of a home transcutaneous electrical nerve stimulation (tens) unit. No adverse patient effects were reported. At this time, this device remains in service.